Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving morphine (concentration and dose were unknown) via an implanted pump. Indication for use was noted as spinal pain. On the morning of (B)(6) 2017, the patient was found obtunded and was taken into the emergency department (ed). The hcp believed the pump was malfunctioning due to the patient's sedation and unresponsiveness. There had been no pump refills with in the last two weeks per the patient's son. A narcan drip was started, the patient responded so they stopped the narcan drip. The order changed to narcan as needed. The patient was not on any other prescriptions that were known to the hcp. The hcp was requesting a local manufacturer representative to confirm the pumps status and either stop the pump or program it to a lower dose per physician orders. On (B)(6) 2017, a registered nurse called regarding the patient. They requested a local representative also to help lower the pump's dose. The patient was unresponsive with altered mental status. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.